Event description:
On (B)(6) 2014 during a review of programming history, it was observed that a faulted system diagnostic test occurred on (B)(6) 2011 which resulted in a settings change. While attempting to correct the settings, a partial programming event occurred which was corrected but the settings were still not fully corrected when they were changed as a result of the faulted system diagnostic test. The magnet output was not programmed back off as intended.

Manufacturer narrative:
Analysis of programming history.